Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience cancer. There was no medical intervention required by the patient. The reported event of cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated. Section g4: PMA/510(k) was incorrectly captured in iniyial report, which was corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience cancer and spotting on lungs. No other clinical information or medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, it was observed that the ui knob on the top enclosure was broken and had been taped down onto the device. The device and humidifier were both missing foot pads on them. An unknown contaminant was observed on the iso port of the side panel, blower housing, bottom enclosure and the side panel. An unknown dust contaminant was observed on the top enclosure and bottom enclosure. Evidence of liquid ingress was observed on the blower and blower housing. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier,an unknown dust contaminant was observed inside the iso port of the flip lid. An unknown dust contaminant was observed on the water tank, top enclosure, dry box, and dry box inlet seal. The bottom enclosure screws appeared to have a corrosion to them, suggesting liquid ingress to the housing. An unknown contaminant was observed on the lower base and heater plate. Investigation can confirm that there was no evidence of sound abatement foam degradation.